Manufacturer narrative:
Evaluation summary: primary operative notes confirm the cement was allowed to cure with the knee in full extension. Office notes dated (B)(6) 2011 indicate lucency around the tibial component as depicted by radiographs. An abnormal bone scan also suggested loosening. Revision operative notes indicate that cultures were taken and no infectious appearance to the knee was reported. The tibial component was reported to be loose and easily explanted. Root cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. Should add'l substantive info be rec'd, the complaint will be reopened. The info on this form was previously submitted under manufacturing report # 1822565-2014-00043.

Event description:
It is reported that the patient was revised due to pain and loosing of the tibial component.